Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of an enterococcus isolate as staphylococcus epidermidis in association with the vitek® ms (ref (B)(4), serial (B)(6).the customer confirmed there was no harm (direct or indirect) to any patient, user, or service personnel. Investigation the investigator reviewed the biomérieux complaint database for similar issues. Since january 2016, no similar complaint has been recorded for a misidentification as staphylococcus epidermidis instead of enterococcus spp. There are no capas nor non-conformities against vitek® ms instrument that can be linked to the customer¿s complaint. Fine tuning: according to the vilink alert tool criteria, fine tuning was at the limit during the tests made on 05 sept 2021. The fine tuning indicators acceptance criteria could be affected by the non-optimal quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the calibrator ¿all peaks¿ values are heterogeneous, indicating that the customer¿s spot preparation was not optimal. Knowledge base (kb) review: the expected identification is unknown as no reference test was performed in order to confirm the identification. The investigator requested the customer submit a portion of their isolate to the biomérieux complaint laboratory for testing. The customer confirmed the strain was no longer available. Conclusion. While the investigator was able to confirm the customer¿s issue by reprocessing their data, without some of the sample available for testing, biomérieux cannot proceed further. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4) to help with sample spot preparation. They also reminded the customer of the importance of making sure all fine tuning criteria are met.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of an enterococcus isolate as staphylococcus epidermidis in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained an identification of staphylococcus epidermidis instead of the expected identification of an enterococcus organism. The identification to enterococcus was confirmed with wet mount and other, unspecified, tests. There is no indication or report from the customer that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.